Manufacturer narrative:
Additional information: the first vessel treated was the right anterior accessory great saphenous vein. The following day the left great anterior left saphenous vein was treated. The left great saphenous vein was treated 5 days later and the right great saphenous vein was treated one week after the first venaseal implant. The symptoms appeared on the day of the last procedure. The patient condition has resolved after treatment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: seven photographic images were received for evaluation. The images are of red rash on the patient¿s upper front thighs, upper arms, and obliques. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(6):-10 seven photographic images were received for evaluation. The first four images are of the consent form dated 01-07-2020 and include the venaseal peel-off label of lot 56818. The fifth, sixth, and seventh images are from a later date. The images are of red rash on the patient¿s upper front thighs, upper arms, and obliques. Technical analysis of the received photographic images confirm the reported event of redness and rash over portions of the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had their great saphenous vein (gsv) and short saphenous vein (ssv) treated with vena seal. Procedure was carried out over 4 days as per IFU. Post-procedure a skin irritation was reported on the patient¿s back and neck. The patient was treated with a medrol dose pack, topical steroid, antihistamines. It was reported that the irritation is still present.